Manufacturer narrative:
Other applicable components are: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-dec-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the hcp was removing the entire system because the patient had a post-surgical cerebrospinal fluid (csf) leak and he was concerned about the risk of infection. He opened the spinal incision first. The manufacturer representative did not observe any csf at the time of incision. The catheter was properly anchored and appeared to still be in place. The hcp commented that the catheter was still in and that he thought the csf may be leaking around the catheter. He pulled out the catheter and cut approximately 4 inches off of the end to be sent to pathology. He opened the pump pocket, at which time the manufacturer representative observed some clear fluid pour out of the pocket. The hcp then pulled out the pump from the pocket. The manufacturer representative observed the catheter pump connector attached to the pump. The hcp checked the connection, which appeared to be properly attached and freely rotated. He then cut approximately 4 inches from the end of the catheter proximal to the pump and sent that to pathology. He pulled out the rest of the catheter and flexed it in various places, looking for leaks. The patient's catheter pieces tested free of infection and he was planning on putting in another pump and catheter in the future. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.